Manufacturer narrative:
(B)(4). Final analysis confirmed the reported complaints were due to a battery anomaly.

Event description:
It was reported that on (B)(6) 2015 the physician attempted to interrogate the device without success. The physician decided to explant and replace the device on (B)(6) 2016 and suspected premature battery depletion. The patient was in stable condition post surgery.